Event description:
It was initially reported that during the replacement of the (B)(4) pulse generator, the newly implanted (B)(4) pulse generator was showing "vbatt<eos." The surgeon indicated that electrocautery was used in the beginning of the surgery, but not when the new (B)(4) generator was in the field. He stated they did diagnostics outside of the pocket and everything was "ok" with the impedance value >2000 ohms. He indicated that he placed the new generator inside of the pocket and then got the vbatt-message when he did diagnostics. The unused pulse generator was returned to the MFR for analysis, but has yet to be performed.